Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during device f/u performed on (B)(6) 2010, the programmer shut down. When the device was interrogated after programmer reboot, the device parameters appeared to be different from the initial settings (before the programmer shut down). It should be noted that preliminary analysis showed that an embedded software update was started, but was interrupted by the programmer shut down. This could, under some conditions, lead to a change in device parameters.